Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 176mg/dl on the contour next link. He felt disoriented like his glucose was low, so retested on a different meter and the reading was 56mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. Test strip information was not provided. Strips were not expected to be returned for evaluation. Customer declined offer to replace product.